Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to remove the catheter, which was placed from the femoral vein eight months ago. Ultrasound performed one week later found that the catheter was broken in the middle in the body of this patient. Spray was generated when normal saline was injected into it, making it impossible to withdraw the catheter.